Event description:
It was reported by the customer that during daily checks the cardiosave intra aortic balloon pump(iabp) units fails to recognize ac unable to charge batteries. There was no patient involved reported.

Manufacturer narrative:
Due to character limit:e1(event site name) (B)(6) hospital center. A supplemental report will be submitted upon completion of our investigation.